Event description:
It was reported the patient had a confirmed overdischarged battery at the time of explant. A physician mode recharge successfully reset the device. The patient was (B)(6) and could not recharge her device. The health care professional (hcp) replaced it with a non-rechargeable. The old battery was discarded by the hcp. It was reported that nothing was wrong with the device, but it was overdischarged at the time of explant. The patient was using her stimulation with the non-rechargeable replacement. The status of the patient at the time of the report was alive with no injury. If further information is reported a follow with be submitted.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).